Event description:
Following final angio, everything looked good. While closing, contra side femoral pulse was lost; flow appeared fine. Shot another angio, appeared to be a clot in both limbs. Pulse was lost in ipsi side; attempted more stents and embolectomy. Dr. Was not willing to wait and decided to convert. There was no clot in the graft and both limbs looked open. There was a fresh clot in the aneurysm sac. Dr. Implanted standard bifurcated graft.